Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s husband noticed the patient fell and hit the cabinet which caused a small bruise of her face. After this, the patient¿s husband was made aware that the patient fallen twice before this as well. The patient¿s cgm was checked and was reading high mg/dl while the bg meter was reading 600 mg/dl. The patient¿s husband stated the patient did not receive any alert or alarm from her dexcom receiver notifying her of her hyperglycemic state. The patient¿s high alert threshold was set at 250 mg/dl. Ems was called. The patient was conscious but lethargic. Once ems arrived, the patient¿s husband stated he could not recall the event details such as what the patient¿s bg meter reading was when taken by ems or any medication or treatment the patient may have received. The patient was transported to the ER. At the ER, the patient¿s bg meter level was 1109 mg/dl. Blood work and an x-ray were performed. No injuries were found due to the patient¿s falls. The patient was diagnosed with dka. The patient¿s husband was unaware of the what medications/treatment the patient received during her hospitalization. The patient was discharged on (B)(6) 2025. Once at home, the patient¿s sensor was replaced. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.